Manufacturer narrative:
The device was evaluated by an international service engineer, and the touchscreen issue was confirmed. The international service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
It was reported there is a touchscreen issue. There was no patient involvement.